Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was surgically abandoned due to loss of capture. It was reported the patient had rates in the 30's on telemetry. The patient's symptoms were syncope and feeling faint while laying down. A new rv lead was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.